Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced an elevated blood glucose level ranging between 558-559 mg/dl and 5.2 mmol/l ketone level. Customer was subsequently hospitalized. Customer was treated with intravenous insulin. At the time of the report, the customer remained in the hospital.